Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute integrity drug eluting stents were implanted in the coronary artery (3.5 x 38mm and 3.0 x 30mm). Post procedure, patient suffered myocardial infarction on same day as procedure. Cec adjudicated event as myocardial infarction.